Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked on the side near the threads and below the bumper pad. There were stripped threads observed on returned battery cap and it was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.